Event description:
It was reported that an insulin gauge displayed an unexpected amount, and the caller was experiencing an issue with the fill estimate. There was no report of any adverse impact on the customer's blood glucose level. During the intake process, the call was lost, and despite attempts to follow up with the customer, further communication was unsuccessful due to technical difficulties. Technical support planned to reach out again for resolution.